Manufacturer narrative:
One sample was returned to our quality engineer for investigation. Upon visually inspecting the product, the thread of the syringe is noted to be damaged. A device history review was performed for the reported lot 1906238, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The areas where pieces move within the manufacturing equipment is protected to avoid damaging the product. Although we could not identify a direct issue, it was determined this incident likely occurred as a result of the product jamming in the manufacturing equipment. Manufacturing personnel have been notified of this issue to increase awareness of this matter. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. It has been received 1 unused sample of 20ll with open blister lot 1906238 for investigation. Upon visual inspection of this sample, it can be observed the thread of the syringe is damaged. DHR of lot 1906238 has been reviewed not finding any annotation or deviation regarding the alleged defect. This defect has been produced due to a damage or hit on syringe during manufacturing process or against any manufacturing equipment. The areas where pieces run in manufacturing area are protected to avoid damage on product. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with damage or hit on syringe during manufacturing process or against any manufacturing equipment. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot. The incident is reported to manufacturing area staff. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause: damage or hit on syringe during manufacturing process or against any manufacturing equipment. Based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that an unspecified number of syringes 20ml ll 120/pkg experienced stopper damage/deformation. It is not specified whether the defect was noted prior to, during, or after use. The following information was provided by the initial reporter: the thread of the syringe was deformed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes 20ml ll 120/pkg experienced stopper damage/deformation. It is not specified whether the defect was noted prior to, during, or after use. The following information was provided by the initial reporter: the thread of the syringe was deformed.